Manufacturer narrative:
The customer said they were using an electric sterilizer on their pump parts. A replacement device was sent to the customer, and the old pump and accessories were requested to be returned. In follow up with a complaint handler on (B)(6) 2025, the customer indicated that she developed mastitis at the end of april. The customer stated that after only one month of using her freestyle handsfree pump it had begun to lose suction and make unusual noises. The low suction is what lead to her getting mastitis. The customer stated she won't be returning the pump to medela. Based on the results of our internal investigation (reference number (B)(4)), it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as (B)(4). In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is (B)(4) for the period of (B)(6) 2013 to (B)(6) 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis. Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. However, in this case, the mother¿s mastitis required prompt medical attention for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2025, the customer alleged to medela llc that her freestyle handsfree pump was having suction issues which lead to her being diagnosed with mastitis. She was prescribed dicloxacillin and told to take ibuprofen.